Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No excessive no delivery alarm noted during testing. The motor was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner.

Event description:
The customer reported via telephone call that the blood glucose rose as high as 496 mg/dl. The customer treated with a bolus. She reported that the insulin pump had alarmed for no delivery during the priming process. She reported that this issue was not resolved with changing the set. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.